Manufacturer narrative:
The reported field event of pacing anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
Related manufacturer reference number: (B)(4) related manufacturer reference number:(B)(4) new information received noted the patient presented in clinic for follow up. Interrogation revealed there were elevated thresholds. After replacing the implantable cardioverter defibrillator, the elevated thresholds were still observed. No changes or intervention was reported for the atrial or right ventricular leads. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.`

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator that exhibited high capture thresholds. The implantable cardioverter defibrillator was explanted and replaced. The patient condition was unknown.